Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known adverse events addressed in the product labeling.

Event description:
Healthcare professional reported patient injected with unspecified juvéderm® volift¿ "under the vermilion border not in the border". The next day, patient contacted with "concerns of a possible vascular occlusion (blueish colour and blister with slight blanching) on both sides of the corners of the lip". Symptoms ongoing.